Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 2938836-2019-03595. It was reported that when an asymptomatic patient presented via merlin.net transmission, right atrial lead noise causing inappropriate auto mode switch episodes was observed. Further review of the transmission revealed inappropriate user programming. Non-sustained rv oversensing (nsrvo) due to post-paced t-wave over-sensing was also noted on stored electrograms. Programming changes were discussed. Patient's condition was stable during and after the event.

Event description:
The new information received notes that programming change was performed. The patient's condition was good.